Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s healthcare provider reported that the patient experienced an ¿adverse event¿, however, no other event details were provided. Attempts to reach the patient for further event details were unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Performance data was reviewed. The allegation was undetermined via data. The probable cause could not be determined via data.